Manufacturer narrative:
See MDR 3012307300-2018-02242.

Event description:
It was reported that a patient states the bags are running dry before the pump, a cadd® cadd-prizm® vip system, is programmed to. Patient feels it is the tubing. The patient is on milrinone 216mg in 432 ml with a rate of 6ml/hr. The reported product fault occurred while in use with the patient. The product did not cause or contribute to patient injury. The outcome was resolved. The patient did not receive any medical treatment.